Manufacturer narrative:
The customer did not return the suspected device for evaluation. The contour ts test strips from lot # 9dm3f10a involved in the event occurrence expired on (B)(6) 2021. Therefore, the in-house contour ts meter was tested with the in-house contour ts test strips from lot # 0cm3f04a using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour ts meter and no manufacturing anomalies were found.

Manufacturer narrative:
Device manufacture date (h4) updated.

Manufacturer narrative:
Based on the additional information received, the lot# information and expiration date were captured in section d4, and the device manufacture date was captured in section h4.

Manufacturer narrative:
The patient's initials and weight were not provided. Therefore, no information was captured respectively. The contact information for the initial reporter was not provided. The customer did not provide the product information. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer from (B)(6) reported that they performed a blood glucose testing with the patient's blood and obtained a reading of 1.9 mmol/l with the contour ts meter and 8.2 mmol/l with the laboratory testing. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.